Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis manifested by abdominal pain and cloudy pd fluids. On the same day as onset, the pt was hospitalized for the event. The cause of peritonitis was reported to be due to "poor environment" (further details not provided). Treatment was not reported. Nine days after onset, the pt was discharged from the hospital and was recovered from the peritonitis. At the time of this report, dianeal therapies were ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.